Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported postoperative endophthalmitis following a cataract surgery with an intraocular lens (iol) implantation. The morning after surgery, there was fibrin within the anterior chamber seen. Steroids were given frequently and some medication was prescribed to the patient. Two days after surgery, the fibrin disappeared and was found to be recovered. The iol remains implanted. Additional information has been requested.